Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the tips of this lead were fractured, confirmed by x-ray. Subsequently, this lead was explanted. The entire device system was explanted due to noise on the right ventricle (rv) channel and that the patient has failed to rescue from ventricular arrhythmias. Due to the system's age, the physician decided to explant the entire system and start with a new subcutaneous implantable cardioverter defibrillator (s-ICD) and right ventricular (rv) lead. No additional adverse patient effects. The complaint device was not returned by the customer; therefore, no product analysis could be performed.